Event description:
It was reported that during a CABG procedure, when applying the clip it was severing tissue. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/1/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Additional information was requested and the following was obtained: "was there any issue with bleeding? Not to my knowledge. If yes, what was the amount of the blood loss (mls)? N/a. Was a transfusion required? N/a. Was the procedure altered as a result of the event? Only to take care of result of clips not forming properly or not being loaded properly in the jaws correctly what is the current patient status? As far as I know, good." An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.